Event description:
It was reported by the patient that they can see their implantable pulse generator (ipg) moving and that they feel the ipg under their armpit. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.